Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. During investigation the ups powered on with returned batteries. Charged for at least 6 hours. Performed 5 minute load test. Failed 1 minute 55 seconds. Installed new batteries and charged for at least 6 hours. Performed 5 minute load test. Passed, 7 minutes 14 seconds. Recharged batteries for at least 6 hours. Ups unit functioned as expected. Bad batteries. Returned batteries would not hold a charge. The hardware investigation found that reported event was related to an electrical failure mode; low voltage.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. Tested mobile view station (mvs), found uninterruptible power supply (ups) in overload condition. Replaced ups. Checked monitor port configuration. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement.

Event description:
A site representative reported that the imaging system's mobile view station (mvs) will not power on. No further details regarding this issue were provided. There was no patient present when this issue was identified.